Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a e333 touch screen error while using the video processor. There was no patient harm associated with the event.